Event description:
The patient is reportedly experiencing sound quality issues and overly loud sounds with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is not functioning. Surgery to explant the patient's device is being discussed.